Manufacturer narrative:
One sample of evac taperguard endotracheal tube part number (B)(4) was received for evaluation. A inflation/deflation test was performed and the reported event was confirmed. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff of ett tube has a leak. There was cuff inflation/deflation issue. No patient injury.

Event description:
Medtronic received a report the tracheostomy tube had a cuff leak. Customer indicated the patient required re-intubation.